Manufacturer narrative:
Vyaire file identification: (B)(4). 81 others: at this time, the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is giving alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to production fault. This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16. Vyaire medical field service representative (fsr) went onsite and troubleshoot. Ran insp valve test and passed. Reconfigured the blower type to micronel. Ran calibration test and verification, all passed. Unit meets factory specifications.